Manufacturer narrative:
On 05 february 2016, the medical affairs director performed a clinical evaluation and commented as follows: according to report, the root cause for this early partial revision was infection by staphylococcus aureus. There is no reason to suspect that the devices are responsible. Batch review performed on 08 february 2016. (B)(4).

Event description:
The patient had pain and swelling in the left knee. The surgeon suspected an infection and decided to wash out the knee and swap out the poly insert. The surgery was completed successfully. X-rays are available. Pathogen: staphylococcus aureus. The explanted insert will not be returned.

Manufacturer narrative:
On 07 april 2016 it was prepared a final report with the information already submitted in the initial report. On the same date the report was sent to the initial reporter and the case was closed.